Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that resistance was encountered during advancement of an embolization coil in the microcatheter. The coil was then "pushed hard" to advance the coil, and the coil unexpectedly detached. There was no reported patient injury. The patient is reported to be fine.

Manufacturer narrative:
The implant coil was returned for evaluation; however, the pusher was not returned. The implant coil was noted to be intact and separated from the pusher, and kinked along the full length. The proximal section of the coil was noted to be significantly kinked. The proximal knot-tie was intact on implant, and the laser weld ball was present. Based on the investigation, the complaint of coil detachment was not confirmed, as the implant coil was found damaged, stretched, and separated from the pusher, but not detached. The reported event details indicate the coil was pushed hard after it met resistance during advancement, which could have resulted in the damage to the device, although the root cause for the initial resistance could not be determined. The instructions for use (IFU) warns "do not advance the delivery pusher with excessive force. Determine the cause of any unusual resistance, remove the azur -dsystem, and check for damage. Advance and retract the azur -dsystem device slowly and smoothly. Remove the entire azur-d system if excessive friction is noted."